Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality mgr. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the right ventricular systolic pressure is estimated to be has been changed to: "the right ventricular systolic pressure is estimated to be between 15 and 20 mmhg". In the original sentence, the intention was to add the actual right ventricular systolic pressure (rvsp) measurement value into the note section of the report. The changed sentence, which indicates a specific measurement value range between 15-20 mmhg, could result in contradictory measurement displays causing confusion to the reader. For example, the original sentence may have a value of 12 mmhg in notes and also a value range of 15-20 mmhg in the sentence. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. As soon as agfa is made aware of any affected reports related to this specific finding, f/u mdrs will be submitted for each associated study date and respective medical record number/s (mrn) identified. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instruction to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. See scanned page.

Event description:
Agfa submittted MDR report #1225058-2010-00001 to the FDA on 06/07/2010 for a site in the u.s. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality mgr.